Event description:
It was reported by service report that the power cord had exposed wires. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Damage to power cord sheathing.